Manufacturer narrative:
The customer did not request service for the system. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of seven reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an "outbreak" of tass at their facility. In a follow up with the customer, it was reported that there were four patients who presented with tass following ocular surgery. There were two surgeons involved. All four patients associated with this report of tass had a history of glaucoma. The exact procedure performed on any one patient remains unconfirmed. This file represents one of the four patients.